Manufacturer narrative:
As the qc recovery was acceptable, there was no indication for a performance issue of reagent or instrument. The customer indicated they performed maintenance and when they began operation again, the issue appeared to be resolved.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The investigation is ongoing.

Event description:
The initial reporter complained of questionable ise indirect k+ for gen.2 results for 2 patient samples on a cobas 6000 c (501) module analyzer. After noticing the questionable k+ results, the customer then ran qc and it was out. The customer ran a calibration and it failed. The customer then changed the reference solution and recalibrated. The calibration and qc then had acceptable results. The customer then re-ran the following samples to verify the issue was resolved. Patient 1: the initial result was 5.4 mmol/l and the repeat result was 7.8 mmol/l. Patient 2: the initial result was 3.8 mmol/l and the repeat result was 6.2 mmol/l. The repeat results were believed to be correct. The questionable results were reported outside the laboratory. The electrode lot number is r95 and the expiration date is 15-nov-2021.